Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump screen showed the message, "cannot start pump with air in-line. Prime tubing." Per reporter, the fault occurred during testing. Three primes were completed which the pump did not respond to. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Product received date: 8/20/2025. One device was returned for analysis. Visual inspection found a dented (air) air in line and delaminated downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a failing air in line (ail). The downstream occlusion seal and air in line were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.